Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 10 to 12 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition post procedure.